Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg was analyzed and the reported event was confirmed. A review of the battery profile revealed a battery depletion rate that is higher than the typical value when the patients stimulation is turned off. The electrical test of the internal circuit showed excessive current leakage, which is the root cause of the reported premature depletion. The responsible component was not identified as vh (voltage high) impedance is within the normal range, and the circuit exhibits no hot spot.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.